Event description:
It was reported that stent damage occurred. This 3.00 x 38mm synergy xd had a wrinkle/crease when it was taken out of the carrier hoop packaging. This was not used in the patient. The procedure was completed with a different device with no patient injury.

Manufacturer narrative:
B5: updated

Event description:
It was reported that stent damage occurred. This 3.00 x 38mm synergy xd had a wrinkle/crease when it was taken out of the carrier hoop packaging. This was not used in the patient. The procedure was completed with a different device with no patient injury. It was further reported that there were two kinks and no stent damage.